Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, 11.00/+2.0/092 (sphere/cylinder/axis), into the patients left eye (os). Post-op, the patient complained that the pupil was not closing very well and is worse at night. The patient was treated with pilocarpine. After observing a little responsiveness, the doctor performed an oct and lens was is in a good position. The pressure is normal and patient has good quality vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pupil not closing. H6: health effect impact code: 4644 - pilocarpine. . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).